Manufacturer narrative:
(B)(6) follow up a report was received indicating that the needle had detached from the syringe. As the physical sample was not returned, a comprehensive evaluation of the product could not be conducted. To support the investigation, two photographs were submitted and reviewed by our quality team. One image depicted a non-bd branded packaging shelf box, while the other showed a syringe placed on an opened box. No additional insights could be derived from the photographs. A review of the device history record (DHR) was completed for the specified material number 305200, lot 2172517. The review found no quality issues during the manufacturing process that could have contributed to the reported condition. Furthermore, there were no associated quality notifications. All manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and the limited photographic evidence, the reported issue could not be confirmed. In the absence of the physical sample, it is not possible to determine a probable root cause.

Event description:
Additional information from customer: it has been confirmed that the needle that came off the syringe was a 30-gauge need supplied by the eye clinic and not the filter needle that came with the izervay kit. Please cancel the investigation request for the filter needle ((B)(4)).

Manufacturer narrative:
Follow up MDR for correction. Additional information received, bd product reported was not used. MFR#: 1911916-2025-00373 is void as a result.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305200 batch#: 2172517. It was reported by the customer that ¿needle came off syringe¿ verbatim: rcc received a complaint via email. Email(s) attached. Please initiate a complaint investigation and have it completed within 45-60 days referencing xxx record # (B)(6) for ¿needle came off syringe¿.